Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that while servicing the device, the field engineer lost a tooth when struck in the face by the table support.

Manufacturer narrative:
An fe was servicing the CT table and replacing the cylinder that supports the table weight. He inserted the servicing support and removed the faulty cylinder. When he installed the new cylinder, he failed to follow the instruction that transferred the table weight off the support and onto the cylinder. When he removed the support prematurely, it sprang out and hit him in the face; knocking out a tooth. The root cause was determined to be user error. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.